Manufacturer narrative:
The field service engineer confirmed that the diss air filter was leaking. It was found that the one way valve inside the water trap was broken. The filter was replaced and safety and functional testing was performed on the ventilator before returning it to clinical use. No parts were returned for investigation. A leakage in the diss air filter (water trap) on the inspiratory side of the ventilator causes a reduced gas supply to the ventilator. Visible and audible alarms such as low gas supply pressure will be generated when the gas supply is insufficient to support ventilation. The root cause for the broken one way valve inside the water trap has not been determined.

Event description:
It was reported that the air filter (water trap) on the ventilator gas inlet was leaking. There was no patient involvement. (B)(4).